Event description:
It was reported that the patient had an infection. Symptoms of open sore was noted. The physician confirmed that the infection was not device related. The patient underwent an explant procedure and was prescribed with an antibiotics.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: artisan MRI paddle lead 50 cm, upn: m365sc8416500, model: sc-8416-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection. Symptoms of open sore was noted. The physician confirmed that the infection was not device related. The patient underwent an explant procedure and was prescribed with an antibiotics. Additional information was received that the explanted devices will not be returned.